Event description:
Event description guidant received information that the patient is experiencing an elevated impedance on this 17 year old right ventricular lead. The pacing is acceptable however the r-waves are small and there is noise on the electrogram. No adverse patient effects were reported.